Event description:
It was reported that during a lap rectum procedure, the device did not staple correctly and staples were malformed. The device did cut. The procedure was completed with another like device. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent 12/09/2008. Information anticipated, but unavailable at this time.